Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that post procedure, the patient suffered a lymph leak.. The patient's condition is currently being monitored. The procedure was an esophagectomy/gastric tube. The operating time was not extended and there was no additional tissue resection or tissue damage. Nothing fell into the patient's cavity and there was no bleeding. The device was recognized by generator, activated and end tones, indicating a complete seal cycle, were heard.